Event description:
It was reported that the patient was admitted to the hospital due to pocket and arm muscle stimulation. During the replacement procedure, it was noticed that there was a broken silicon sealing on the ventricular channel setscrew. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): no anomalies found.